Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged reported issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed between (B)(6) 2017. User does not use the cgm option of the t:slim x2 g5 pump. User made multiple bolus requests in close intervals while still having insulin on board (iob). The pump was unlocked using the ¿1, 2, 3¿ sequence before every bolus request. Basal rate adjustments were lowered at different times of the day throughout the week. Cartridge change sequence was conducted on some days that the low bg levels were recorded. Making bolus requests in close intervals and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Basal rate may need to be adjusted more to compensate for daily activities. There was no evidence of device malfunction. Device not returned.

Event description:
It was reported that the customer experienced intermittent low and high blood glucose (bg) levels (32, 400 mg/dl). Juice was consumed to address the low bg. Correction boluses/insulin injections were used to address the high bg. The customer thought that the low bg was due to the pump delivering the basal rate all at once at the beginning of each hour and not the expected every 5 minutes as the delivery could be heard. The customer did not think the pump controlled the bg and discontinued using the pump for insulin delivery.